Event description:
Hold cs the customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use disposable cover, the distal cover came off of the scope when it was being withdrawn through the trocar and the cover caught on the lip of the trocar. The patient was sedated an additional 30 minutes while the distal cover was retrieved. No additional consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) report the distal cover used in the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR #2429304 - 2022 ¿ 00012.

Manufacturer narrative:
This report is being submitted to correct the h6 medical device problem code reported on the initial.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. -reconfirmation of complaint failure; a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. According to the information provided, the cover was removed by being caught on the edge of the trocar, but it is unlikely that the cover will be easily removed just by being caught on the trocar, so the cover was damaged due to the following factors and it is possible that it was in a state where it was easy to come off from the scope. -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer¿s investigation and the device history record (DHR) review. New information was added to the following fields: b5, h6, h10. Correction: h3: the DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: I) the distal cover was easy to come off the device due to the following: - the distal cover was inappropriately attached. - the cover had crack and/or pinhole. - chemical solutions such as anti-fog agent adhered to the distal cover, which caused breakage of the cover. Ii) when the device was withdrawn from the trocar, the distal cover and the trocar contacted each other. It applied massive stress to the cover, which was already in a state that was easy to come off the device, toward the direction to be detached from the cover. The event can be detected/prevented by following the instructions for use which states: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. Olympus will continue to monitor the field performance of the device.

Event description:
Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.